Manufacturer narrative:
The customer contacted siemens to report four falsely depressed creatinine (ecre_2) patient sample test results were obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the concentrated drain electric valve 3 (cdev 3) was not closing properly and creating an aspiration problem for the concentrated drain electric valve 2 (cdev 2). The cse repaired the sealing face of the cdev 3 and ran quality control materials with acceptable results. The cause of the falsely depressed ecre_2 patient sample test results was the cdev 3. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Four falsely depressed creatinine (ecre_2) patient sample test results were obtained from an advia chemistry xpt instrument. The initial test results were reported to the physician(s). The same samples were repeated on the same instrument and repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 test results.